Event description:
It was alleged that the access door on the stretcher siderail would not latch/lock and when a child leaned on the access door, the child fell out. It was reported that there were no injuries to the child.

Manufacturer narrative:
The issue was resolved for the customer by ordering replacement parts for the customer, customer to perform repairs.

Event description:
It was alleged that the access door on the stretcher siderail would not latch/lock and when a child leaned on the access door, the child fell out. It was reported that there were no injuries to the child.